Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the driver did not function properly during a surgery. There was a five minute delay to the procedure and no injury to the patient. The procedure was completed using the second driver.

Manufacturer narrative:
One 90 degree contra angle screw driver was returned without packaging. The product was visually evaluated and it was found to be in poor overall condition. There were scratches and normal signs of wear on the instrument; significant discoloration was observed. There is some friction when rotating the knob. The complaint was confirmed as there is friction while rotating the driver. The most likely cause of the complaint is due to chemical residue and discoloration from improper cleaning technique. In the sterility section of the instructions for use (IFU) it is stated, ¿staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting.¿ there are no indications of manufacturing defects and no updates to the risk assessments needed.